Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. On (B)(6) 2020, the valve was explanted due to a leaflet tear and an edwards perimount aortic valve was successfully implanted. The patient was reported to be in stable condition. Additional information has been requested and is still pending.

Manufacturer narrative:
Additional information h6 : an event of explant of the valve due to a leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the leaflet did appear to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. Based on the information received, the cause of the reported incident could not be conclusively determined.